Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens was thicker and patient moved when loading lens slipped out of injector. There was patient contact procedure was completed with replacement lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned positioned incorrectly in lens case. Solution was dried on the lens. Both haptics are folded over with one haptic adhered to the optic by solution. One gusset area has small splits on the inside section. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a non-qualified cartridge with a viscoelastic and unspecified handpiece. The root cause is most likely a failure to follow the (instructions for use) IFU. The account used an unqualified lens/device combination. The company 26.0 diopter lens is not qualified for use with a company cartridge. The diopter range for the company cartridge is 6.0 - 25.0. The correct cartridge is designated on the lens case and carton label. The lens may have felt thicker due to being used with a non-qualified cartridge. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).